Event description:
The customer reported that there was a power cord failure; therefore, the unit was unable to recognize ac power and charge the battery. The unit was in use on a patient at the time the reported issue occurred; however, there was no patient harm.